Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the name of the health care provider as well as the health care facility associated with the event.

Manufacturer narrative:
H3: 8781 catheter: visual inspection identified there was damage to the transition tubing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 200 ug/ml at 2000 ug/ml via an implantable pump. It was reported that the ascenda catheter was broken till the connection point. It was further reported that it was explanted because the cause would come to broke it already while inside the body. The rep stated this was found when changing the batteries. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the battery change, there was no issue with the pump. The serial/lot number of the pump and catheter was unknown. The implant and explant date of the pump was also unknown.